Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1, reference: 3.4, mean: 2.75, confidence limits: 1.7-3.8. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Add'l retained testing performed on (B)(4) 2011 also revealed that accuracy criteria was met. Per general description of complaint, pt had severe heart failure and was taking a lot of medications. Caller reported that death of pt was not due to his inr or inr readings. Pt's health condition at the time of coagulation testing may have contributed to unexpected inratio result. As reviewed on (B)(4) 2011, twenty-nine discrepant result complaints were reported for lot #239277, yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Add'l investigation results on retained strip lot #239277: donor 2, inratio: 1.6, inratio: 1.6, inratio: 1.6, reference: 1.55, resolution: pass. Donor 3, inratio: 2.7, inratio: 2.4, inratio: 2.5, reference: 2.45, resolution: pass. At least two out of three replicates are within the allowable bias of the reference results for donor 2 (1.55 inr) and donor 3 (2.45 inr), respectively. No further investigation will be pursued at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 2.1, lab: 3.4. Pt passed away on (B)(6) 2011 due to heart failure. Caller specified that the death had nothing to do with his inr or inr readings.